Event description:
Reporter indicated that a patient had lack of efficacy due to high lead impedance readings first noted in 2006. The reporter was advised to disable the vns due to the high lead impedance. The patient was referred for a surgical consult for possible vns revision surgery, but did not show for the appointment. To date, the patient has not rescheduled. Any explanted vns devices have been requested for return if surgery occurs.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.